Event description:
It was reported during the implant procedure, the patients coronary sinus could not be found and a competitive epicardial lead was implanted. The patients vital signs decreased and the patient expired the next day. It was reported that the cause of death is unknown. No further information is available at this time.

Manufacturer narrative:
.